Event description:
Device 4 of 5. Reference MFR report numbers: 1627487-2013-15104, 15105, 15106 and 15108. The pt had four leads (three from the same lot and one from a different lot) and two extensions (from different lots) as part of her scs system. It was reported, the patient¿s scs system was explanted due to infection at the leads and ipg pocket site. No add¿l info is available at this time.

Manufacturer narrative:
Eval: method- the device history and sterilization records were reviewed. Results- the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.